Event description:
It was reported during device preparation that the implantable cardioverter defibrillator had low battery voltage newly out of the box. There was no patient involvement.

Manufacturer narrative:
The reported event of premature depletion was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Battery depletion was determined to be premature. Electrical testing revealed high current drain. A hybrid anomaly was found to be the root cause of the high current drain and premature battery depletion.